Event description:
Additional information was received from a healthcare provider (hcp). No diagnostics were performed related to the pump eroding through the skin. The cause of the pump eroding through the skin was not determined. The pump was explanted and replaced and the event was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown concentration of baclofen at 79.87 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient's pump had eroded through the skin at the pump pocket. No infection was noted and no symptoms were reported. The event date was noted to be (B)(6) 2016. The patient was in the hospital and surgery was planned for (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.